Event description:
Customer reported the x-ray tube is overheating. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and could not duplicate the reported problem. Ge rep cleaned and regreased the candlestick connectors as a preventative measure, system operates as intended.